Event description:
During coil embolization for aneurysm (size 13 mm) of (ic-pc) internal carotid-posterior communicating artery, the (complaint product) was used after four gdc coils and a 7 x 21 orbit coils were placed through an sl 10 microcatheter. When 1/3 of the coil was inserted in the aneurysm, the coil was once pulled back for adjusting the position, but then repeatedly pushed and pulled back due to the resistance felt. Eventually, the coil could not be pushed or pulled back, and then it was considered that the coil was stretched (unraveled). The coil was removed with a snare catheter (2 mm diameter), and while the snare was advanced with tension (to keep the coil delivery system straight) and pushed and pulled back for several times, the coil became prematurely detached despite the moderate tension. The coil could be caught be the snare device and removed from the pt with the head piece attached successfully. The removed coil was fully stretched, but the proximal part was only slightly loosened. The procedure was continued using other coils and completed without any pt injury.

Manufacturer narrative:
Addition information indicated that the resistance occurred between the coil and distal part of the non-cordis microcatheter during repositioning. No additional intervention was required, but the snare device was used to remove the unraveled coil. The procedure was continued and completed using other new coils. The aneurysm was 13 mm maximum diameter, but it was unk which portion of the aneurysm was measured. The microcatheter was not kinked or damaged. A constant and dedicated flush was connected at all times to the microcatheter. A one to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning, but after resistance was felt and the devices were repositioned several times, one to one relationship was lost. The coil was not entangled with previously placed coils, and this did was not suspected to contribute to the event. No further information was available. The product was not returned for analysis. Additional information will be submitted within 30 days of receipt.